Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga the needle would not retract properly. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer reported three needle retraction failure events with iagbc.

Manufacturer narrative:
Investigation summary : a physical sample was not available for investigation but bd was provided with five photos of the issue for evaluation. A review of the device history record was performed for the reported lot, 2160898, and no quality issues were found during production. Our quality engineer reviewed the provided photos and observed the units were not retracted. The engineer could not determine any of the possible issues with the provided photos. The activation button could not be inspected and showed no signs or issues in the provided photo. Additionally, the engineer could determine if the devices as a whole were activated for retraction and failed to retract due to the same limitation provided by the photo. Therefore, based off the provided photos the engineer could not verify the reported issue. Since the engineer could not verify the reported issue a definitive root cause for the reported defect could not be determined.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga the needle would not retract properly. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer reported three needle retraction failure events with iagbc.